Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 220 mg/dl. The customer stated that the buttons were not working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The pump will be replaced.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.